Event description:
Profound and permanent neurological injuries [nervous system disorder]. Neuropathy [neuropathy peripheral]. Sever and permanent physical injuries/other injuries [injury]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, version unknown cream and super poligrip as her denture adhesives of choice beginning in 1995 and reported the following: profound and permanent neurological injuries, neuropathy, excess zinc, copper depletion, severe and permanent physical injuries/other injuries which have left her unable to perform her normal, customary and daily activities. Treatment: non specified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - received partial dentures in 1995 and full dentures in 2000. The consumer discontinued use of the products when diagnosed with neuropathy. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.